Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, it was reported that the patient¿s vision had never improved. It was actually worse than before surgery and her vision was still not great. The patient had second opinion outside of her small town. The patient had seen a retina doctor who said her eye was healthy. It was also told to her that she needs an yttrium aluminum garnet (yag) laser to clean off the "flap" off the lens. Additional information has been requested. On (B)(6) 2025, the patient underwent a 10-day postoperative evaluation. The patient reports that distant vision still appears fuzzy and that small regular print is blurry. The client wants to ensure that the right eye (od) has healed properly before planning any procedures for the left eye (os). The patient also stated she had experienced some aching pain in the right eye and was using antibiotic and corticosteroids. On (B)(6) 2025 the patient reported that right eye vision was still blurry. The patient was using corticosteroid. The patient was taking analgesic and antipyretic and antacids. On (B)(6) 2025 the patient reported persistent blurry vision that pretty much stays all the time but then comes and goes at times. On (B)(6) 2025 the patient reported vision in right eye was very blurry with smaller print, seeing double vision. The patient was using corticosteroids. On (B)(6) 2025 the patient reports that her vision in the right eye had continued to be not as clear or well as she was expecting after surgery. The patient notes that she went to see another physician (retina specialist) for her retina evaluation, and he reports that her retina health was good and no issues causing her vision issues in the right eye. The patient reported that she hasn¿t noticed any improvement and she still has blur for reading and for distance. The patient stated that after talking with retina specialist and her previous conversation with initial surgeon, she would want to get the iol exchanged. The patient was taking corticosteroids, antibiotic antacid and analgesic. On (B)(6) 2025 the patient experienced persistent pain and worsening vision. Despite these concerns, the patient condition did not improve. Iol remained in good centration with no opacification seen behind implant. Best corrected visual acuity (bcva) was limited and patient reported that her vision was not clear. The previously discussed iol exchange with a standard iol was performed. The patient was taking corticosteroids, antibiotic antacid and analgesic. On (B)(6) 2025 the patient stated she was still having issues with her vision being blurred mostly up close since having the lens exchange. The patient does complain of some blurriness at a distance as well. She complained of having pain in her right eye, she stated it occasionally feels like something was in it. The patient stated she was using corticosteroids and antibiotics, antacid and analgesic. Edema was noted over the incision. On (B)(6) 2025 3-week post operation visit, the patient reported that she was not happy with her vision. She stated that her vision was blurry both at distance and up close and that it varies depending on what she was looking at. The patient using corticosteroids. The patient also reported that she had ¿puss bumps¿ on her right lower lid (rll) that looked like a stye and she treated it with hot compresses and antibiotic drops for a few days. The patient stated she was using corticosteroids and antibiotics, antacid and analgesic. Blepharitis and lid hygiene was discussed in detail. Recommend warm compresses, baby shampoo or commercial lid scrubs, and daily fish oil (1500 mg of omega-3) as a maintenance regimen. The patient had been informed that a flap of something unknow might be covering the lens and that would need laser surgery. On (B)(6) 2025 the patient still had no vision in her right eye.

Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The investigation has been completed based on available information. Monthly complaint data analysis confirmed no adverse trends associated with this product and event. Quality assurance has reviewed this complaint and will continue monitoring complaint data for potential adverse trends. No further action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.